Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. Isi followed up with the initial reporter and obtained the following additional information: it was stated that the instrument would not respond probably during testing. It was not being used on the patient. It was mentioned they used a backup to complete the procedure without any other issues during the case.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument jaws would not open. Use of the instrument was discontinued. The user completed the procedure with no further issue reported. No fragment fell inside the patient. There was no known impact or patient consequence reported.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since investigation has not been completed as of this time, the information gathered indicates that the device did contribute to the customer reported issue. Field d6 is blank because the product is not implantable.